Event description:
The customer has experienced events of hypoglycemia needing medical treatment. They use the device to check their blood glucose and obtain higher results than their actual level. For example, they had low symptoms and the device read 183 mg/dl and emergnecy medical technician's meter read 23 mg/dl. They did receive treatment of dextrose. Controls were not used on the system. The device was replaced and then requested to be returned for evaluation.